Manufacturer narrative:
Contains additional information which correct previosly reported information. (B)(4).

Event description:
It was reported a revision surgery was performed due to pain. It was reported the tibial component was loose and no cement had adhered.